Event description:
It was reported that the customer was not able to complete the prime process and only insulin drops did exit at the end of tubing. The blood glucose reading was 369mg/dl. Initially, the daughter called requesting an emergency supplies. Troubleshooting was performed, and the device was stuck in the prime loop. Advised the caller that the insulin pump would be replaced and revert to back up plan. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was unable to prime during the prime test as a result of a protruded/loose drive support disk. The device was received with cracked battery tube threads, reservoir tube lip, belt clip slot, scratched screen, and missing end cap sticker.